Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. The pump began charging after remaining plugged into the power source.